Event description:
Caller states the lancet does not retract into the soft touch lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. Customer using non-accu-chek lancets in device.